Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer guide rails were too tight, and the tray was not seated flush. A field service engineer inspected the half-height matrix drawer 2.1 and confirmed that all sensors were functioning properly in the hardware test application, with the final test passing successfully. The fse adjusted the guide rails to allow smoother drawer movement and repositioned the tray to sit flush for easier closure. The escort tested the drawer multiple times and confirmed proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, user mentioned that drawer failed. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.